Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the personal therapy manager (ptm) was taking a long time to connect to the pump and it got stuck at 90%. The patient stated that the ptm screen skipped a screen so they didn't see the bolus screen when the ptm was slow for the last couple of months. The patient stated that they got 18 boluses per day. The patient stated they used to call two people to help him, but he did not have their numbers any longer. Patient services started to help the patient with clearing data, but the call was dropped. Patient services made an outbound call to the patient and left a voicemail to call back.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.